Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6), 2022 with blood glucose of 500 mg/dl. The customer's current blood glucose was 375 mg/dl. The customer experience symptoms such as a feeling sick result of high blood glucose. The customer was treated by insulin drip. Customer was on auto mode at the time of high blood glucose event. Customer was using insulin pump system with 48 hours of high blood glucose event. The customer report did not allege under delivery on insulin pump. No further complications were reported. Troubleshooting was performed and the customer will continue to use the device.